Event description:
Information was received indicating that this cadd administration set was leaking at the filter. The reported issue was observed after 24 hours of an antibiotic infusion. The affected item was discarded by the customer. There was no patient injury due to the reported event.